Manufacturer narrative:
The lens will stay implanted.

Event description:
At the time of or after the release of iol from the injector into the eye through incision, posterior capsule was broken when tried to fix the iol inside the capsule. Soon after broken posterior capsule was observed, the iol was fixed outside the capsule to finish the operation. The lens was implanted out of the bag position.